Event description:
During a routine shift check by a clinician, the device inappropriately displayed a "release button" message. Complainant indicated that there was not pt involvement in the reported malfunction. Please reference medwatch report numbers 1220908-2005-01873 and 1220908-2006-01874 which are similar reports from the same customer.